Manufacturer narrative:
The wrap was not returned for evaluation. Samples of 2 infant curewraps from the production lot m180371 were tested on a criticool unit for approximately 24 hours and no leaks were observed. Page 1-2 of the manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." It was reported that the wrap was replaced and treatment was continued; there was no injury to the patient. Should additional information become available, a follow-up report will be provided. We will continue to monitor similar reports of this nature for any trends and take further action if required.

Event description:
Our distributor received a report from the user facility and relayed the following: "customer prepared patient for treatment with the criticool using wrap 3518. As soon as treatment started it was noticed the wrap was leaking near the hose connector. Wrap was replaced and treatment continued."